Manufacturer narrative:
Based on the available information, the cause of the reported incident of vessel fell apart causing bleeding, when the surgeon was using a vessel sealer extend (vse) instrument to grasp on a short gastric vessel was unable to be determined. Per conversation between the surgeon and the isi clinical sales representative (csr), who was present during the case it is believed that the issue might be related to the patient's tissue integrity which reportedly was not good/weak. A review of the instrument log for the [vessel sealer extend instrument, part #480422-01/l91200330 00112) associated with this event has been performed. Per logs, the [part #480422-01/l91200330 00112)] was last used on (B)(6) 2020] on system [sk0525]. A review of the image and/or video could not be performed as it was not provided to isi for review. This event is being reported due to the following conclusion: the patient reportedly experienced bleeding due to the vessel falling apart and the robotic-assisted procedure had to be converted and completed via open surgical procedure. In this case, the root cause of the reported incident remains unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Should additional information become available, a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy surgical procedure, the surgeon was using a vessel sealer extend (vse) instrument to grasp on a short gastric vessel, but the ¿vessel fell apart.¿ as a result of the issue with the vessel, bleeding was observed. The procedure was subsequently completed via open surgery. On (B)(6) 2020, isi clinical sales representative (csr), who was present during the case confirmed that the surgeon had reported to him that sealing was not an issue, and there was no device issue. As reported, the vessel "fell apart" when the surgeon grabbed the tissue, there was no attempt to seal. The csr further stated that it was the first sleeve gastrectomy case for the surgeon (since there were two performed on that day). The csr stated that the surgeon had further confirmed that there was no device or system malfunction that led to the bleeding. The csr was then informed by the surgeon that the patient's tissue integrity was not good/weak. Since the surgeon could not get control of the bleeding vessel properly, he then elected to convert the procedure. The csr was not sure of how much blood was lost, but stated it was a significant amount. A transfusion was required, and the surgeon had to convert to laparoscopic surgery and then completed the procedure as an open surgery. There is no evidence or allegation that a malfunction of an isi system, instrument or accessory occurred.